Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer printed circuit board (pcb) and expiratory channel pcb were checked and have been replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as a defective pressure transducer pcb may lead to high pressure and a defective expiratory channel pcb may lead to stop of ventilation or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).